Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, mildly tortuous svg to distal rca (saphenous vein graft to distal right coronary artery) lesion measuring 3.5x65mm with 80% stenosis. Treatment consisted of distal protection wire placement, predilation with a 3.0x20mm balloon, and placement of three overlapping taxus liberte stents (3.5x28mm, 3.0x32mm, and 3.5x12mm) resulting in 0% residual stenosis. Balloon withdrawal resistance was reported with the 3.0x32mm taxus liberte delivery balloon. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined. Product unavailable for analysis.